Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving lioresal (baclofen) with concentration 2000 mcg/ml at a dose rate of 198.6 mcg/day via an implantable pump. It was reported that prior the pump having been replaced, a volume discrepancy occurred on 2023-jun-19 in which 4.2 ml was withdrawn from the pump's reservoir and 3.4 ml was calculated (expected). The pump was replaced on (B)(6) 2023. Regarding the pump replacement, the dose before and after was 198.6 mcg/day. The new pump (serial number: (B)(6)) was filled during setup with 20 ml of 2000 mcg/ml. The first visit after changing the pump occurred on (B)(6) 2024 where 18 ml was withdrawn and 3.7 ml was expected. The patient did not notice any change. At a physician check-up on (B)(6) 2024, the pump was emptied and 17 ml was extracted and 19.4 ml was expected. The pump had delivered 0.6 ml; corresponding to 1200 mcg it should have given 6000 mcg. Again, the patient had not noticed any change. They refilled the pump with 20 ml of lioresal of 2000 micrograms. It was agreed that they will meet for the next pump filling on (B)(6) 2024. Factors that may have led or contributed to the issue was indicated as not applicable. No surgical intervention occurred and it was unknown if surgical intervention was planned. The issue was not resolved as of 2024-jul-02. The patient was without injury regarding their status as of 2024-jul-02. The patient's medical history and weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient had no reaction to the natrum chloride in the pump so the pump was planned to be explanted. The cause of the volume discrepancies was not determined and unknown if the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The healthcare provider decided to use water in the pump¿s reservoir to see the reaction.

Event description:
Additional information was received from a company representative (rep) reporting that the explant date was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s prior pump was replaced on (B)(6) 2023 due to end of service. It was noted that the prior pump was working normal and it was the pump new pump implanted on (B)(6) 2023 that has the issue.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. No anomalies were seen regarding a review of the log. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.